Manufacturer narrative:
Annex f coding updated to better align with previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated based on previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced rapid battery depletion and reduced stimulation effects. The patient stated the ipg charge dropped from 100% at night to 30¿40% by morning, with the issue beginning last wednesday. The patient also reported a charging performance issue, stating that after approximately 2 hours of charging the ipg was at about 60%, and that the charging connection quality had decreased from ¿excellent¿ to ¿good,¿ with a later update that the charge increased to 70%. The patient reported not feeling the stimulation in the back much, and stated the stimulation was only intermittently perceived, mainly when sitting and coughing, with tingling felt mostly in the legs when coughing while sitting. The patient¿s stimulation was set at 7. The patient was redirected to a healthcare provider for further evaluation, and an offer was made to provide assistance with mystim rc, but the patient was charging at the time and was advised to call back if assistance was needed.